Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump¿s touchscreen became unresponsive and could not be unlocked, as observed by the caregiver, and the issue was resolved after installing a firmware update via the ilet app. There were no reports of hypoglycemia, hyperglycemia, or other adverse events associated with the issue. There was no clinical impact, and no hospitalization occurred. The investigation included customer troubleshooting and education, along with verification of the available firmware and confirmation of successful installation of the update. Investigation of the case revealed a device interaction issue consistent with a software-related touchscreen malfunction, which was corrected by updating the firmware and normal function was restored. Based on previously established findings for similar reports, it was concluded that the cause was software performance consistent with known behavior that was remediated by a firmware update. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.